Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered eight inappropriate shocks and anti-tachycardia pacing for an atrial fibrillation with rapid ventricular response. Therapy was exhausted and the patient was hospitalized in the intensive care unit. Boston scientific technical services (ts) reviewed the episode and programming enhancements were discussed. This device remains in service. No additional adverse patient effects were reported.